Event description:
It was reported that this patient's left knee was revised. Sometime since that surgery the surgeon discovered that the glenosphere had dissociated from the baseplate which meant the locking screw backed out. It appeared that the glenosphere seemed to still be articulating with the liner, but obviously needed to be revised. The surgeon discovered the patient's glenosphere and locking screw had backed out and dissociated from the baseplate, requiring revision surgery. The surgeon was able to remove the old poly, glenosphere and locking screw. From there, tensioning required a larger tray, so he removed the original torque screw and tray and implanted larger 40mm components and a 5mm tray. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 321-52-07 - 3.2mm drill bit sterile (B)(6); 300-30-10 - equinoxe preserve stem 10mm (B)(6); 320-31-36 - glenosphere, 36mm (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6); 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6); 321-52-09 - 3.2mm k-wire, trocar tip (B)(6); 320-35-01 - small glenoid plate (B)(6); 320-36-00 - 145-deg pe 36mm hum liner +0 (B)(6); 320-20-00 - eq reverse torque defining screw kit (B)(6) ;320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6); 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) ;320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6).